Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8249609. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle went through the safety shield. This was discovered during use. The following information was provided by the initial reporter: after retract the needle, it's noticed that needle tip through the safety shield and result in needle stick on nurse after use. Confirmed that no exposure to blood/bodily fluid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle went through the safety shield. This was discovered during use. The following information was provided by the initial reporter: after retract the needle, it's noticed that needle tip through the safety shield and result in needle stick on nurse after use. Confirmed that no exposure to blood/bodily fluid.